Event description:
A malfunction alarm with code malf 16 was reported, and the incident did not result in an adverse impact on the customer's blood glucose level. The customer was advised to switch to multiple daily injections (mdi) as backup therapy to maintain insulin delivery.